Manufacturer narrative:
The product analysis indicates that the reported issue could not be confirmed. The one-minute pre-repair temperature test results are as follows: 80.4 degrees f at point 1, 83.5 degrees f at point 2, and 82.5 degrees f at point 3. There was no physical damage found. However, dirt and stains were found on the handpiece housing. The handpiece failed hi-pot testing. The motor cable assembly was found to be defective and was replaced.

Event description:
Follow-up information indicates that during a fess, the handpiece overheated within a few minutes. A standby handpiece was used to complete the case.

Manufacturer narrative:
The device has not been returned and a product analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. Requests for additional information have been made with no response received. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.